Event description:
Health professional reported patient "developed rapid late seroma. Diagnosed with bia-alcl right breast, stage ie, underwent bilateral capsulectomies and implant removal. Received chop, ice, chemotherapy and radiation therapy followed by stem cell transplant postoperatively. Follow up imaging with pet, no recurrence of disease. Remains healthy."

Manufacturer narrative:
Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Health professional reported patient "developed rapid late seroma. Diagnosed with bia-alcl right breast, stage ie, underwent bilateral capsulectomies and implant removal. Received chop, ice, chemotherapy and radiation therapy followed by stem cell transplant postoperatively. Follow up imaging with pet, no recurrence of disease. Remains healthy."

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Device labeling addresses: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for silicone implants. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: fluid.

Event description:
Additional information from patient's representative revealed patient was diagnosed with alcl after this device was removed; therefore, alcl is not related to this device.